Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, boluses were delivered and a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. Upon initial inspection corrosion was visible on multiple components of the device through the top and bottom housing. No cracks were observed in the housing that may have led to the corrosion. Due to the corrosion found on the pcb and the batteries, a power supply was needed to download data from the device. The data showed an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that has leaking on the internal components of the device. Due to the internal corrosion, the fluid path was tested for any tears or leaks along the fluid path. Upon manually occluding the fluid path, fluid was observed leaking back into the device past the nail head. The inadequate soft cannula is the cause of the corrosion found inside the device. No other damages or deficiencies were observed during the investigation.